Event description:
It was reported that the device prematurely reached the elective replacement indicator (eri). The device remains in use but will be explanted. No patient complications have been reported as a result of this event. It was further reported that the device was explanted.

Event description:
It was reported that the device prematurely reached the elective replacement indicator (eri). The device remains in use but will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device rrt<=2.6251 volt. Daily battery voltage trend data shows min bat=2.635 to 2.601volts minimum between (B)(6) 2011. Patient alert for low battery voltage between (B)(6) 2011 02:15:00.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity. Performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6)-2011, device rrt<=2.6251 volt. Daily battery voltage trend data shows min bat=2.635 to 2.601volts minimum between (B)(6)-2011 and (B)(6)-2011. One - patient alert for low battery voltage between (B)(6)-2011 02:15:00.